Manufacturer narrative:
Correction to b5: add ¿a hole was observed in one of the ports¿ (omitted on initial). Additional information was added to d9, h3, h4 and h6. H4: the device was manufactured from june 26, 2020 - june 29, 2020. H10: the device was received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed which revealed a leak at the spike port weld in the back of the bag. Additional magnified inspection verified a tear/hole at the back side spike port weld of the bag that caused the leakage. The reported condition was verified. The cause of the tear/hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the port. The leak was identified during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.